Event description:
A patient reported blood glucose results of 151 mg/dl with a lifescan meter, 106 mg/dl on an off shelf meter and 123 mg/dl on another one touch ultra meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.